Event description:
It was reported that the left ventricular (lv) lead dislodged into the superior vena cava (svc). The lead could not be repositioned because the lead would not advance, possibly due to adhesions. The lead could not be extracted due to resistance, causing the distal end to coil back onto itself. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4),.